Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient rolled onto the ilet during sleep, resulting in a cracked display screen that raised a concern about potential finger injury, while blood glucose remained stable at 157 and device use continued without alarms. Symptoms included no injury and no change in glycemic status. Outcomes included no medical intervention and no hospitalization. Investigation included complaint intake, device replacement arrangement, and instructions for device shutdown, data sync, return shipping, and re-setup with the patient¿s cgm. Investigation of this device revealed a damaged display component consistent with physical impact, with no evidence of malfunction affecting insulin delivery or control. It was concluded, based on previously established findings for similar reports, that the cause was user handling and external mechanical stress.